Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was due to defective l1 and c1 capacitors on the ca board, causing fault. The cause of the inability to complete testing and the inability to power on is the l1 and c1 capacitors. The root cause of the shorted l1 and c1 capacitors could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.